Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the distal end of catheter was sheared off in the intrathecal space of a pt following catheter removal. According to the report the catheter was removed due to a leak noted after insertion.